Manufacturer narrative:
(B)(4).

Event description:
Procedure: unk. According to the reporter: (B)(6) met with dr (B)(6) at (B)(6) and in regards to the (B)(4) study and he mentioned that he had a pt treated with duraseal spine sealant that was paralyzed from the product and it had to be removed.